Event description:
It was reported that the patient presented in clinic for a routine check. There were instances of t wave oversensing noted on real time electrocardiogram. Programming changes were done and the changes mitigated the t wave oversensing and sustained normal r wave sensing. Patient was asymptomatic.